Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional (hcp) reported patient was injected in ck3 zone with [unspecified] juvéderm® voluma¿. Three days later, patient experienced "swelling, itching and redness in the injection area." Treatment included naiz and zodak for three days. The itch has decreased, the edema remains. There is inflammation of the gums and an increase in the lymph node from the side of injection. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) reported patient was injected in ck3 zone with [unspecified] juvéderm® voluma¿. Three days later, patient experienced "swelling, itching and redness in the injection area." Treatment included naiz and zodak for three days. The itch has decreased, the edema remains. There is inflammation of the gums and an increase in the lymph node from the side of injection. Symptoms ongoing/unresolved.

Manufacturer narrative:
The event of an increase in the lymph node is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: section c. Suspect product.